Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of the event was not reported. The patient was not hospitalized for the event. The nurse reported the patient was to be treated with fortaz (no further details) for the event. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.